Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. X-ray and fluoroscopic imaging were taken to confirm the fracture of the lead. The fracture was seen just medial to the device as it entered the subclavian vein. A revision procedure was performed where the lv lead was explanted and replaced successfully. The device was also electively explanted and replaced at that time. No additional adverse patient effects were reported.